Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for recurrent pulmonary embolism. Approximately one year and four months post filter implantation, it was alleged that the filter became thrombosed as did the inferior vena cava as a whole. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later post filter deployment, during primary care visit, the interval medical history mentioned that the patient had a duplex scan which showed thrombus immediately below the vena cava filter involving the vena cava and there was occlusion of the right external iliac vein. After three weeks, an x-ray of abdomen was performed for hypotension. The study showed an inferior vena cava filter noted at the l1-l2 level. After one year and one months, during visit the soap (subjective, objective, assessment, and plan) section provided with the information that the patient had a g2 inferior vena cava filter placed and evidently the filter became thrombosed as did the inferior vena cava as a whole and the patient had suffered significant edema of his abdomen. So, it was felt too dangerous to remove the inferior vena cava filter. Therefore, the investigation is confirmed for the alleged filter occlusion. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for recurrent pulmonary embolism. Approximately one year and four months post filter implantation, it was alleged that the filter became thrombosed as did the inferior vena cava as a whole. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.